Event description:
It was reported that a patient presented with loss of telemetry noted on the patient's implantable cardioverter defibrillator. The device was explanted and replaced on (B)(6) 2025. The patient was stable throughout.